Event description:
It was reported to philips that the device displayed an asystole alarm at power up despite nothing being plugged in. There was no reported patient or user involvement and no adverse patient/user impact.